Event description:
On 3/27/2023, it was reported by sales representative via email that three knotless fibertak dx were faulty. The first two fibertak could not be tensioned down; when the surgeon shuttle the suture through the loop it came out but the blue repair stitch never did. The third fibertak shuttled correctly but got stuck when pulling the repair suture. The fibertak anchor pulled out of the implantation site as the surgeon kept pulling. This was discovered during a procedure on (B)(6) 2023. Additional information received on 3/28/2023: two ar-8991 knotless fibertak dx did not tension down correctly and the third ar-8991 knotless fibertak dx pulled put. This was discovered during a brostrom repair procedure and was completed with an additional ar-8991 knotless fibertak dx.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.